Event description:
It was reported that there was a separation between the female connector and the main body (light blue) of a minicap transfer set. The event was further described as ¿the black threaded area of the transfer set unscrews out of its light blue housing¿. This was observed during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.